Event description:
During a coronary stenting procedure, the catheter cracked upon insertion. The entire system was removed without injury to the patient. This product is available for testing and evaluation but the engineering report has not been completed.